Event description:
The customer reported no video image displayed during reprocessing involving an olympus gastrovideoscope. There was no patient involved.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.